Event description:
On 02/18: customer reports via phone, "a female having a CT chest with contrast to r/o abnormal findings on chest x-ray. IV access was right ac with 20 gauge protest IV and safety IV catheter, connected to a b-d lever-lok needleless device, connected to the 60" coiled tubing. Injector was loaded with optiray 300 125ml prefilled contrast syringe and connected to the coiled tubing. Injection protocol was set at 3.5ml per sec for a volume of 115ml. Injection started, images were good and patient showed no signs of discomfort. After procedure, technologist noted a infiltration at the IV site of approximately 10 to 15ml. Patient did not complain of pain, but did exhibit hives. Patient IV access site was treated with an ice pak and observed for twenty minutes. Patient then discharged by radiologist with instructions to contact her local ER if hives or any pain at site were to arise."

Manufacturer narrative:
Field service engineer tested operation of unit and checked for pressure limit. Tested, calibrated unit per section 5 of service manual 800961-c. Returned to service by the customer.